Event description:
A talent stent graft sys was implanted in a pt for the endovascular treatment of a 5cm thoracic aortic aneurysm. There was no calcification in the thoracic neck. The aneurysm was 5 cm in diameter. The pt's thoracic aortic neck had an inadequate length, 8 mm in length. The physician elected to implant the device and the aneurysm was successfully occluded. However the device was deployed too far proximally, 5-6 mm. The innominate was partially covered and a peripheral stent (another MFR's balloon expandable bare metal stent) was placed in the innominate artery successfully restoring blood flow. The physician slowed the heart down to deploy the device and the pt was slow in recovering and restoring normal heart rate. It was reported that later that evening the pt experienced a cva/stroke. The pt fully recovered and was released from the hospital.

Manufacturer narrative:
(B)(4). Eval, results: (atrial and venous occlusion, cva/stroke). Eval, results & conclusion: (neck had an inadequate length, 8 mm in length), (inaccurate stent graft delivery).